Event description:
This lot # of blood culture bottle generated a false positive enterobacterial species result on biofire bcid panel in addition to the true positive staphylococcus epidermidis. Resulted in unnecessary broad spectrum antibiotic treatment.